Event description:
It was reported that the patient developed a serratia marcescens infection. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.